Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.